Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged unexpected shutdown issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 128 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.